Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: batch: 35211179. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) system explant procedure.